Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and no anomalies were found during the visual inspection. The device displayed normal characteristics during the functional tests, as all tests revealed no issues that could have contributed to the reported event. The reported allegation that the patient was experiencing ongoing pain, which included increased leg pain, numbness, and inadequate stimulation was not confirmed. The ipg displayed typical characteristics during both visual and functional analysis. A review of the product labeling indicated that this reported event is a known risk associated with the use of spinal cord stimulation. Therefore, the identified probable cause for this investigation is the known inherent risk of device, as the symptoms experienced by the patients fall within the recognized risk category. Sc-8336-70 sn: (B)(6). The returned paddle lead was analyzed and however, visual inspection revealed that the paddle lead was cleanly cut into five pieces approximately 20 cm from the paddle end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Unable to confirm the as reported observations with testing of the product return. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain with numbness the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 20205. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain with numbness the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were replaced. The patient was doing well postoperatively.